Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: after pumping air about 10 times into the balloon, it burst. This device was not used on a pt. The balloon was being used as a demo and not used in the procedure. Used another device. No pt injury was reported.

Manufacturer narrative:
(B) (4).